Event description:
It was reported the patient is deceased and passed away at the end of the implant procedure. The patient was receiving an s implantable pulse generator (ipg) system due to complete heart block with a rate in the 30-40¿s. A temporary pacemaker was in place. During the procedure multiple attempts were made to place the ventricular lead in a stable position with stable thresholds. The third position appeared stable; however, loss of capture occurred. The lead was repositioned and stable thresholds were obtained. The atrial lead was stable and provided normal values on the first position attempt. The patient¿s blood pressure decreased and the patient coded. Ventricular pacing was noted as appropriately tracking and thresholds, sensing and impedances were all normal values. A perforation was noted with tamponade. The fluid was drained, a chest tube was placed, the patient was intubated: however, resuscitation was unsuccessful and the patient passed away. It was unknown if the perforation occurred from the atrial or ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).